Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 451 mg/dl, which was addressed with a manual injection. During a follow up call, the customer indicated healthcare provider would be consulted to obtain long lasting insulin. Although additional information was requested by tandem's technical support to obtain whether the customer's bg level had stabilized, no further information was provided.